Event description:
Mechanism faulty/broke. Customer reported that during first use of acl workstation slider, it was not possible to fasten ligament. According to customer, preparation procedure of ligament was performed with the use of base for acl workstation in spite of question observed with reference to acl workstation slider. Customer also informed that after first sterilization of base for acl workstation markings of catalog number, lot number, stryker logo were found to be blurred.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There are 5 event(s) associated with this event type (malfunction) and product code (B) (4).